Event description:
A report was received that the patient underwent a pocket revision, due to difficulty charging. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. Additional suspect device components involved in the event: model: sc-5312. Description: charger replacement 2.0 this is the final report.